Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had a power failure. There is no report of patient involvement.

Manufacturer narrative:
Date of device manufacture is 09/30/2007. Additional manufacturer narrative: there was no loss of mechanical ventilation according to additional information received. The reported event would be noted during preuse testing as indicated in the user manual. According to the complaint information, the unit was not in use at the time of the event. If the unit has a power supply failure, it is designed to switch to backup battery and notify the user. If the battery is depleted, ventilation of the patient can continue in manual mode. The unit alarmed, notify the user of the reported condition.